Manufacturer narrative:
The console was evaluated and repaired in the field on (B)(6) 2018. It was noted that the main and safety detectors were out alignment which caused error16. The main and safety detectors where adjusted and a complete calibration was performed. The laser passed the electric safety test. Laser works according to boston scientific.

Event description:
It was reported that during a procedure error 16 appeared. The physician was not able to complete the procedure due to this issue. Patient outcome: no injury to the patient was reported.